Event description:
It was reported that the patient received inappropriate therapy due to noise. Fluctuating pacing lead impedance was observed. Lead dislodgment was suspected.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted.